Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-409h-(B)(4): the fiber cap exhibits a drilled through condition; the fiber glass cap exhibits moderate detritus adhesion; there is some white unknown substance noted inside the fiber cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that @ 4:31 minutes of use "did not go above 60w for more than 3 minutes. Could not beam of fiber.¿ joules used 14,320. The procedure was completed with a second fiber. Patient outcome ¿fine¿ reported.